Event description:
Prosthetic patient was walking down a flight of stairs and fell while wearing a power knee. He went to the emergency room - no injury or fractures were found. The patient was prescribed a higher dose of the pain medicine he was already taking.